Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received. The visual inspection found the universal foot pedal (ufp) receptacle heavily damaged. A small flame was also noted. The reported condition was confirmed. The investigation isolated the failure to the damaged ufp receptacle, but a root cause of the damage was not identified. The probable root cause could not be determined based on the information provided. The ufp receptacle was replaced to address the condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, the monopolar laparoscopic hook was not producing energy and the fire burnt away the entire cord. Circulator noted the cable from the male adaptor had burned into two pieces and flame was present. The fire was extinguished, new machine and cable brought into the room and the procedure was completed with the same handpiece. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, the monopolar laparoscopic hook was not producing energy and the fire burnt away the entire cord. A small flame was also noted. There was no patient injury.